Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited possibly sense b or myopotential noise. However, there was no inappropriate therapy as a result. It was noted there was no noise when programmed to primary vector. Technical services recommended troubleshooting and possible programming options. At this time, the system remains in service. This supplemental report is being filed as the patient received an inappropriate shock due to noise. It was noted the patient was out walking at the time of the shock. Technical services recommended to program the device to secondary. Isometrics was performed and the noise could be re-created. Subsequently, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was surgically abandoned and replaced with a transvenous device. No additional adverse patient effects were reported.